Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cybersecurity upgrade, it was noted that the device went into backup mode. The firmware software was downloaded to restore normal device function; however, the software upgrade was not performed. The patient was stable with no adverse consequences reported. Additional information was requested but was not available.